Manufacturer narrative:
Batch review performed on 01 july 2021: lot 142334: (B)(4) items manufactured and released on 12-aug-2014. Expiration date: 2019-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event since 1-1-2017.

Event description:
2 years and 4 months after primary the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully.